Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and ga strointestinal/pelvic floor. The patient reported that their implant was on their left hip however about a week ago (the month was confirmed,) the patient reported experiencing nerve stimulation on the outside of their right leg and thigh area. The patient reported that it would gradually occur when they were driving and it started to feel more intense in different directions and then would go away. It was noted that the patient kept their phone in their right back pocket. The patient reported that when they were lying down they would feel it on their back and it was painful. The patient reported that they would only feel this on their right leg during those times. When asked, the patient said that they hadn¿t had any falls or trauma and that they hadn¿t added any new physical activities to their routine. When asked, the patient reported that they hadn¿t checked their device or made any adjustments. The patient reported that their bowels were doing ¿ok¿. Patient services suggested to the patient that they consider turning the stimulation completely off for a period of time to determine how this would affect what they were experiencing on the opposite side. It was suggested that if the patient didn¿t notice any change with the stimulation off that the patient should discuss with a health care physician (hcp). If the patient did notice a change however, it was recommended that the patient consider decreasing their intensity or switching programs and monitoring. The patient was redirected to their health care physician (hcp).